Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the system was displaying localizer faulted. Imaging was aborted. Navigation was aborted. The surgical delay and the patient impact was unknown. Additional information was received. It was reported that the error message appeared upon boot-up. There was no surgical delay. The patient was exposed to non-navigated surgery to complete the procedure as a result of aborted imaging and navigation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(6), UDI#: (B)(4), h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera faulted and was replaced. Codes b01, c08 and d02 are applicable to this analysis. H3, h6: the camera, lot number: p903716, was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proceduralized device testing, the camera was found to have scratches on the housing. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The reported event was duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient present when the issue occurred. The issue occurred before the patient came in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.